Event description:
It was reported that an ilet device had hardware issues including an unresponsive sleep/wake button, was returned by the patient, and generated a continuous glucose monitor calibration-needed alert. Symptoms included unspecified glycemic concern without reported injury. Outcomes included no reported hospitalization or long-term impairment. Investigation included a review of device performance and complaint details. It was concluded that the event could not be confirmed and a definitive root cause could not be determined.